Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and variable p-wave signal amplitude measurements. Additionally, it was noted that an out of range pacing impedance measurement was previously recorded in the remote home monitoring system approximately six months ago. The specific impedance measurement was not provided. Noise and oversensing was able to be reproduced in clinic with patient isometrics, however, pacing impedance measurements were noted to be within normal limits with no sudden variability in signal amplitude measurements. A lead insulation issue was suspected. Programming changes were made to sensitivity and monitoring will be continued. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and variable p-wave signal amplitude measurements. Additionally, it was noted that an out of range pacing impedance measurement was previously recorded in the remote home monitoring system approximately six months ago. The specific impedance measurement was not provided. Noise and oversensing was able to be reproduced in clinic with patient isometrics, however, pacing impedance measurements were noted to be within normal limits with no sudden variability in signal amplitude measurements. A lead insulation issue was suspected. Programming changes were made to sensitivity and monitoring will be continued. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that no out of range pacing impedance measurements were noted, however, measurements had decreased to 253 ohms. Based on the decreased pacing impedance measurements and noise, a lead insulation issue was suspected, however, was not confirmed.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and variable p-wave signal amplitude measurements. Additionally, it was noted that an out of range pacing impedance measurement was previously recorded in the remote home monitoring system approximately six months ago. The specific impedance measurement was not provided. Noise and oversensing was able to be reproduced in clinic with patient isometrics, however, pacing impedance measurements were noted to be within normal limits with no sudden variability in signal amplitude measurements. A lead insulation issue was suspected. Programming changes were made to sensitivity and monitoring will be continued. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that no out of range pacing impedance measurements were noted, however, measurements had decreased to 253 ohms. Based on the decreased pacing impedance measurements and noise, a lead insulation issue was suspected, however, was not confirmed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.